Manufacturer narrative:
H3 and h6 codes - updated no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a person with diabetes was experiencing an issue with priming and seeing no drops at the end of the infusion set needle. They were going through the priming process twice with no drops then noticed a leak at the luer lock connection. The event occurred during priming and there was no patient harm or injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.